Manufacturer narrative:
(B)(4). We received one used (empty) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual examination. Damages or manufacturing faults were not detected. In as-received condition the white clamp was open and the patient connector was open the original wing cap was not hand over by the costumer. Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pump did work immediately (solution was running). Leakages were not detected at the sample. Flow rate test: nominal: 2 ml/h; actual: 3.0 ml in 1 h; 5.8 ml in 2 hrs; 46.3 ml in 25 hrs. A slow flow (as described by the customer) could not be determined. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): this dib was prepared at the pharmacy with 5-fluorouracil (cytotoxic product) and sodium chloride 0,9% and it was sent to day hospital who placed it on the patient on the same day. After 48 h, when the patient came to remove the dib, the nurses contacted us giving indication that the drug has not been totality administered, having remained "less than half in the pump." Dib prepared with 5-fluorouracil and sodium chloride did not run in full. The nurses informed that the dib was correctly placed on day (B)(6) 2015.